Event description:
It was reported that during a drug-eluting stenting (des) treatment procedure, stent dislodgement occurred. The patient presented with angina. The 90% stenosed target lesion was located in the calcified and highly tortuous distal left circumflex (cx). Another target lesion was located in the proximal to mid left anterior descending (lad) artery. A 24x2.5mm taxus liberte stent delivery system was unable to cross the lesion in the left cx. It was exchanged for a 12x2.5mm des taxus liberte but there was resistance when advancing this device. Upon examination the 12x2.5 taxus liberte sds outside the patient it was noted that the stent had dislodged from the balloon. Before intra-vascular ultrasound (ivus) could be performed, the non-bsc guide wire had to be exchanged due to a kink. The physician proceeded with an atlantis pro imaging device but met resistance with the mach 1 guide catheter. The imaging device which had kinked and the guide catheter were removed from inside the patient. After flushing the guide catheter, the site was still unable to locate the stent. Ivus was completed with another device and it was confirmed that the dislodged liberte stent was located in the left main (lm) trunk. The stent was crushed against the vessel wall of the lm to proximal lad with a 5.0x8mm quantum maverick. To complete the procedure, a 3.5x32mm and 3.5x28mm taxus liberte stents were deployed in the left anterior descending (lad) artery and left main (lm) respectively. These stents were post-dilated with the same 5.0x8mm maverick balloon. Ivus confirmed the stents were well opposed. The procedure was complete with no additional patient complications reported. The patient's current condition is listed as "good".